Manufacturer narrative:
During troubleshoot via telephone, the customer indicated that the cyf-v2 endoscopes displays an image when using a different video processor (cv-170). When looking inside the otv-s190, one of the contact pins from the in the middle was found sticking up. The customer requested the sales to send the otv-s190 in for repair. No device has been returned to olympus to date. A review of the repair history confirmed the device has not been repaired in the past year. The device history records (DHR) was reviewed and it was confirmed that the device met standards at the time of shipment. The investigation by the legal manufacturer determined that there is no manufacturing, material or processing related cause for this failure mode. It is possible that normal video signal transmission may have been prevented due to, for example, faulty board in the processor, faulty power supply unit, contact failure of the scope cable connector, etc., leading to this phenomenon. However, the device has not been returned and detailed information on the defect has not been confirmed. Therefore, the root cause has not been identified. In general, the customer is required to check the function of all devices and have an alternate equipment prior to use. Olympus will continue to monitor complaints for this device.

Event description:
Olympus was informed via service inquiry that the customer visera elite video system center has a no image defect, does not display any images when connected with the (cyf-v2) endoscope. An image displays with the user facility¿s other endoscopes (cyf-vh) but does not display using the camera heads. The reported problem was found during an unspecified event. No death, injury or harm was reported to olympus.